Event description:
Additional information: the patient was enrolled in hospice for comfort care on (B)(6) 2016. Palliative performance scale (pps) 30%. The patient was reported to be lethargic and very short of breath. The patient complained of chest pain and pressure which was to be controlled by present medications. Oral intake was very poor that morning. The patient had +2 edema on their legs, which per significant other was better today. They discussed with patient goals of care under hospice care in addition to discussing discharge plan and transfer of care to a hospice program that covered the area where the patient lived. The patient¿s condition rapidly deteriorated and the patient expired on (B)(6) 2016. No autopsy was performed.

Manufacturer narrative:
No equipment was returned for evaluation as an autopsy was not performed and the device was not explanted. A correlation between the reported patient outcome and the device could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced previous reports of pump stoppages were covered under medwatch MFR report numbers 2916596-2013-01009, 2916596-2013-01823, 2916596-2015-00238 and 2916596-2016-00174. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient requested discontinuation of lvad support. The patient has experienced alarms and pump stoppage events beginning in (B)(6) 2013 and was provided with an ungrounded power module patient cable at that time. The patient has continued to have intermittent pump stoppage events over time and has had a known internal driveline compromise since (B)(6) 2015. An external driveline repair was performed in (B)(6) 2015; however, the alarms continued to sound. Multiple pump stoppage and speed drop events have continued over time resulting in patient anxiety. It was reported in the past that the patient was non-compliant and is not considered to be a pump exchange candidate. Palliative and hospice care services were consulted. The patient was administered conscious sedation and the driveline was cut at the exit site. The patient is alive, awake and reported to be tolerating being off support well. No further information was provided.